Event description:
It was reported that an unspecified quantity of clearlink duo-vent continu-flo solution sets leaked. The spike would disconnect from the IV (intravenous) bag from a small tug or movement causing medicated solution (magnesium solution) to ¿run out rapidly to the floor or on the nurses.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed along with priming, and no defects were observed that could generate a leak. Functional testing was performed, and the set worked according to specifications. The reported condition was not verified on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.